Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right ventricular (rv) lead was intended to be implanted in the high septal position. After implant high capture thresholds and loss of capture were exhibited. A computed axial tomography scan was ordered and found the lead was not in the coronary sinus. The health care professional suspected a perforation. Additional information has been requested but was not provided at this time. This rv lead remains in service. No additional adverse patient effects were reported.